Manufacturer narrative:
Product complaint # (B)(4). Batch # r59r0f. Device evaluation summary: the analysis results found that the ntlc75 instrument was received with no apparent damage and with a cartridge reload loaded in the instrument. The cartridge reload was received fully fired and with the swing tab in the locked position. The instrument was tested for functionality with a test cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: did the ntlc75 device partially fire, with the cut line and staple line equal in length? Cutter should separate 2 intestinal ends in between the staple row. It was possible until the staple row then there was a resistor. During higher effort the cutter was broken and pieces felt on the patient did any pieces of the device fall into the patient? Not into the patient, they felt on the patient if yes: how were the handle pieces retrieved? Retrieved per hand.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: did the ntlc75 device partially fire, with the cut line and staple line equal in length? Did any pieces of the device fall into the patient? If yes: how were the handle pieces retrieved?

Event description:
It was reported that during an unknown procedure, during 2nd staple with 75mm reload the stapler could only released till the origin staple line (till the half). The trigger mechanism (handle) was broken. During fixing the reload there was no resistance - stapler stapled without problem. There upon a ntlc55 was opened. During release the reload the handle is also broken. Like the first time with the ntlc75 a 1.5cm plastic part was broken (same fracture point). The apply of the reload (blue) bevor was also without a resistance. The adjustment from the staple line depth wasn´t changed during triggering. There were no consequences for the patient.